Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: uti") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Events : pregnancy: birth - no complication, migration, general abnormal bleeding, pain: pelvic/abdominal pain, psych injury, bladder/urinary problems: uti , device ineffective, were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/the right fallopian tube insert has been ejected into the peritoneal space and has been displaced to the left side of the pelvis') in an adult female patient who had essure (batch no. 664591, 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain: pelvic pain"), depression ("depression"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: uti") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, urinary tract infection, depression, anxiety, menorrhagia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion detail: both tubal ostia were visualized and were normal and there were no intracavitary abnormalities .the device was deployed and there were 2 trailing coils seen in left fallopian tube . The device was deployed in the right fallopian tube, but there were no trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: the right fallopian lube insert. Has been ejected into the peritoneal space and has been displaced to the left side of the pelvis. The right fallopian tube is occluded. The left fallopian rube is also occluded with a property positioned essure device.. Pregnancy test urine - on (B)(6) 2011: negative. ¿concerning the injuries reported in this case, the following one was confirmed in patients medical record: device migration". Lot number:664591 manufacture date: 2009-08 expiration date: 2012-08. Lot number:789025 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/the right fallopian tube insert has been ejected into the peritoneal space and has been displaced to the left side of the pelvis') in an adult female patient who had essure (batch no. 664591, 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain: pelvic pain"), depression ("depression"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: uti") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, urinary tract infection, depression, anxiety, menorrhagia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion detail: both tubal ostia were visualized and were normal and there were no intracavitary abnormalities .the device was deployed and there were 2 trailing coils seen in left fallopian tube . The device was deployed in the right fallopian tube, but there were no trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: the right fallopian lube insert. Has been ejected into the peritoneal space and has been displaced to the left side of the pelvis. The right fallopian tube is occluded. The left fallopian rube is also occluded with a property positioned essure device. Pregnancy test urine - on (B)(6) 2011: negative. ¿concerning the injuries reported in this case, the following one was confirmed in patients medical record: device migration". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: plaintiff fact sheet and medical record received. Events"abnormal bleeding (menorrhagia, vaginal), mental anguish and depression" were added. Previously reported event" general abnormal bleeding, pregnancy: birth - no complication" was updated to non-serious. Essure lot number was added. Patient's demographic was updated, lab data, reporter were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.